Event description:
It was reported, the patient's ipg was movable within the ipg pocket. The physician repositioned the ipg on (B)(6) 2012. It was reported the ipg was moved up and the new position was more comfortable for the patient. It was reported, the patient was reprogrammed, and was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.